Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons are stuck and not responding and customer stated the insulin pump might have a delivery anomaly. Customer was instructed that she had a scrolling issue and insulin delivery was not affected. Blood glucose level is 197 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and cracked reservoir window. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No scrolling numbers noted during testing. All buttons function properly. However moisture damage was noted on keypad traces.